Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the left anterior descending and circumflex artery. The trek rx balloon dilatation catheter inflated and deflated during pre-dilatation; however, when being used for post-dilatation, the balloon completely failed to deflate. The guide wire, catheter and inflated trek rx were removed as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. A new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled 1601 labeled 2017 labeled. Internal file number: (B)(4). Device code 2017: inflated above rated burst pressure, excessive force. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported stretching was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). And, if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. It is unknown if either violation caused or contributed to the reported issues. The investigation was unable to determine a conclusive cause for the reported delfation issue; however, the reported stretching and difficulty removing the device from the anatomy appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, it was confirmed that there was a lot of resistance removing the device from the patient. Force was applied, resulting in the device stretching. No additional information was provided.